Event description:
The doctor stated, "I am involved with a keratoconus pt who developed a corneal ulcer and turned out to be pseudomonas. He was presently in (B)(6) eye and ear, and his cornea was perforated and he has had a corneal transplant. The hospital took the lenses and is having them cultured. The pt was using the opti-free express system of care. He is being released tomorrow and I will be seeing him late afternoon."

Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.